Event description:
During the laparoscopic cholecystectomy, doctor was using the 10mm endo-catch device (specimen retrieval pouch) to remove the gallbladder. The endo-catch device broke into 2 pieces while in the abdomen. Doctor was able to take out the 2 pieces and visualized it with the laparoscopic scope. Charge rn, aware.